Event description:
It was reported that, on an unknown date, an unspecified tubing generated a leak of normal saline during patient use. There was no chemo leak as they were only running normal saline at the time of the leak. They were waiting for the chemo to be delivered to the pharmacy. The leak was noted around the filter but there was no obvious source of the leak. They did not take any pictures of the leak. The line was hooked up to a patient and therefore, there was patient involvement. There was no harm provided to the patient as it was only normal saline.

Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.